Event description:
After puncturing the lesion the doctor was not able to pull the needle back - needle was stuck - needle had to be removed with entire endoscope. Lab evaluation conducted on the (B)(6) 2013 determined the needle of this echo device was broken within the outer handle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The customer's complaint issue was confirmed as follows: after puncturing the lesion the doctor was not able to pull the needle back - needle was stuck - needle had to be removed with entire endoscope. There were no echo-25 (echo) devices of lot #c855649 in stock at the time of the complaint investigation. One x echo device of lot # c855649 was returned for evaluation. The device was returned in the original package and was open on receipt. The stylet of this echo device was not returned. It was not possible to advance/ retract the needle. The needle of this device was completely removed; the needle was confirmed broken within the handle. Approx 20 cm from the proximal tip of the needle was separated from the remainder of the needle within the outer handle. The point at which this breakage occurred was noted to be kinked and bent. The remainder of the needle was removed from the echo device and it was noted that the distal tip of the needle was missing and appeared cut. The sheath was measured at approx 141.7cm confirming that approx 0.7 cm of the sheath tip was missing. Information received confirmed the distal needle tip was intentionally cut by the user to assist in removing the device from the endoscope. The thumbscrew moulding of the sheath adjuster was noted to be severly damaged. A possible cause of this damage may be attributed to the extensive force by the user when tightening the thumbscrew or during the forced removal of the device from the endoscope. The point at which the needle breakage occurred within the outer handle was noted to be bent/ kinked. A possible cause of this needle breakage may be due to a kink within the outer handle which resulted in a breakage following the advancement or retraction of the needle. It is most likely this kink occurred during the use of this device. A possible cause of the needle kinking within the handle may be due to patient anatomy if the lesion being punctured was a hard lesion and required a forceful advancement of the needle. However as the conditions of use cannot be replicated during the laboratory evaluation it is not possible to definitely state a root cause of this complaint. Complaint information received confirmed no section of the device detached inside the patient. This distal needle tip was intentionally cut by the user. The patient involved did not require any additional procedures and no adverse effects were reported to the patient as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.